Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the circumflex artery. A 2.25 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the stent came off inside the patient's body. The dislodged stent was then deployed at the proximal lesion and the procedure was completed. No further patient complications were reported.